Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported a ventilator with a system failed error. The manufacturer's field service engineer confirmed the reported problem as an external ram test failure. There was no patient involvement or harm. The manufacturer's field service engineer replaced the central processing unit printed circuit board assembly to address and correct this reported event. The device then passed performance specification testing after the repair was completed.